Manufacturer narrative:
Internal report reference number: (B)(4). Additional report reference number case-(B)(4). Lancing device was not returned for evaluation. Test strips were not returned for evaluation as customer states they were missing from package. Meter was returned. Reported defect not reproduced on returned meter. Retention testing could not be done as strip lot number was not provided. Most likely underlying root cause: mlc-009: use error caused or contributed to event. Note: manufacturer made several attempts to contact customer to ensure the replacement products resolved the customer¿s initial concern- unable to establish contact with customer.

Event description:
Consumer reported complaint for missing package item. Customer also stated that when she received the box, it appeared to have been opened and did not have a seal. Customer stated the test strips were not included in the box. Customer stated that she is not confident using a lancing device from a box that looks like somebody opened before she got the kit. Had obtained a vial of test strips: reference (B)(4). The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.